Manufacturer narrative:
The tip-up fenestrated grasper instrument has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A follow-up MDR will be submitted if additional information is received. A review of the site's complaint history does not reveal any related complaints involving this product and/or this event. A review of the instrument log for the tip-up fenestrated grasper instrument (part number: 470347-11, lot number: n10210202-0197) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system (B)(4). The instrument was used for 25 minutes. The instrument had 9 uses remaining out of 10 maximum tool uses. A review of the provided images is consistent with the reported complaint of a broken instrument. The instrument was broken at the section where the main shaft meet the jaws. The root cause of the failure mode cannot be confirmed without the returned device. This complaint is reportable due to the following: the tip-up fenestrated grasper instruments are multiple-use endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. It was reported that during a da vinci-assisted thoracic surgical procedure, the tip up fenestrated grasper instrument broke and fragments fell inside the patient. There is no indication that the product was not being used as intended. All fragments were retrieved and no additional surgical intervention was required. However, unintended fragments falling inside the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted thoracic surgical procedure, the tip up fenestrated grasper instrument broke where the shaft meets the jaws. Fragments from the instrument breakage fell inside the patient. The customer used a backup instrument to continue with the procedure and it was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument was inspected prior to use with no damage noted. The instrument broke and a fragment fell inside the patient when the resident was manipulating the lung tissue for a better angle. Prior to the breakage, the surgeon stated the range of motion was "very limited" while using the instrument. The reported issue happened when it was 2-2.5 hours into the case. There was no instrument collision during the procedure. The surgeon was able to visualize the broken fragment and retrieve it using the ¿hunter device.¿ the surgeon irrigated and suctioned the area to clear any micro fragments. A post-operative x-ray was performed and reviewed by the radiologist to make sure there were no remaining fragments.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.